Manufacturer narrative:
(B)(4). Additional information will be provided upon conclusion of the investigation. (B)(4).

Event description:
It was reported by the company representative that shower trolley castor had issues. Unit was inspected and the castor was found falling off head rail falling off foot rail and stretcher is cracked, facility decided to replace unit. This equipment was voluntarily tagged out for service by the customer and not used with pts; it is unlikely there was any potential for injury.